Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a small tear with green fluid leaking on the black power cable was confirmed. Visual inspection of the returned system controller revealed a small tear in the outer jacket of the black power cable. The insulation was removed at the tear in the black power cable outer jacket and no issues with the underlying shielding or wires were observed. A green contaminate consistent with fluid ingress was observed, however, this did not appear to cause any damage to the power cable. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file submitted for review mostly overlapped with the log file downloaded from the returned controller. The log files contained approximately 15 days of relevant data combined ((B)(6) 2019 per the timestamp). The log file captured atypical low voltage advisory and power cable disconnect alarms. No other notable alarms were active during the log file. The pump maintained a speed above the patient low speed while the driveline was connected. The observed damage to the system controller did not affect the functionality of the controller during laboratory evaluation. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years 2 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the site had concerns on the modular portion of driveline and there was a small tear covered with painters tape on the controller's black power cable that was leaking with green fluid. The modular driveline, controller, and the patients clips were all exchanged. No additional information was reported.